Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer's blood glucose reading at the time of the report was 108 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer stated that she dropped the insulin pump immediately prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.